Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis with blood glucose over 500 mg/dl. The customer was treated with the insulin drip. They lost the battery cap and unable to use the insulin pump for 24 hours. The insulin pump will not be returned for analysis.